Manufacturer narrative:
H3: product analysis confirmed reported fault. Console could not establish wired or wireless connection with test patient interface. Power management board failure. H6: previously applied codes fdm b17, fdr c20, fdc d1102 and img g02030 are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial#: (B)(6), ubd: , UDI#: (B)(4) h3: product analysis could not confirm reported fault. Patient interface established wired and wireless connection with test console with no anomalies observed. H6: previously applied codes fdm b17, fdr c20, fdc d1102 are no longer applicable. 2. Product ID: nim4cpb1, serial#: (B)(6), UDI#: (B)(4) h3: product analysis could not confirm reported fault. Patient interface established wired and wireless connection with test console with no anomalies observed. H6: previously applied codes fdm b17, fdr c20, fdc d1102 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: unknown, UDI#: unknown h6: previously applied code fdc d16 is no longer applicable. 2. Product ID: nim4cpb1, serial/lot #: unknown, UDI#: unknown h6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: unknown, ubd: , UDI#: unknown 2. Product ID: nim4cpb1, serial/lot #: unknown, ubd: , UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the wi-fi is not picking up, and when manually connected with the cable it's still not picking up a signal. When either of the 2 patient interfaces are under the operating table the battery light is flashing even if its connected via the cable. There was no patient impact.